Event description:
Per note attached to the pump, "med programmed to infuse over 30 minutes-but delivered in 10 minutes." No other info available from the hosp. They have no record of an incident report. This note was forwarded to baxter to assist in the evaluation of the device only.